Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that his wife¿s onetouch ultra 2 meter would not turn on. The complaint was classified based on information obtained by the customer service representative (csr). The reporter stated that the alleged meter issue began on (B)(6) 2017 around 6am. The reporter stated that the patient manages her diabetes with a combination of medication, including novolog insulin, and in response to the alleged meter issue, she made no changes to her normal diabetes management regimen. The reporter alleged that 2 days after the meter issue began, his wife developed symptoms of ¿low grade fever, nausea and legs were weak¿. The reporter stated that his wife was admitted to hospital and transferred to intensive care due to a blood glucose result of ¿450 mg/dl¿ obtained at the hospital. During troubleshooting, the csr noted it was not the first time the meter was being used, and that the correct test strips were being used. There was no evidence of misuse of the product. Csr noted that when troubleshooting was carried out with the patient, that when a test strip was inserted, the meter turned on and when the power button was pushed the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.